Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with cracked rear case. Event history log review was performed and found no disposable alarm messages and 1144 error code after pump started. Visual inspection and functional check were performed. Investigation unable to duplicate customer's reported problem. The pump was found to be displaying "1144" error code message on power up during the investigation. Visually inspected the pump's event history logs showed "no disposable" alarm messages after pump started. According to the investigation the "pump beeps spontaneously and gives high pressure alarm when in use" issue was unable to be determined. Investigation recommended the pump downstream occlusion sensor and microprocessor unit board to be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
(B)(6). The medwatch form was received from (B)(6) with patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump beeped spontaneously and gave a high pressure alarm when in use. The patient used a backup pump and there were no reported adverse events or clinical harm. The infusion was life sustaining.